Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the clinic, the patient experienced a loss of their abutment. The abutment was replaced under a general anaesthetic on (B)(6) 2019.